Event description:
Pt self tester alleges precision issues. Pt self tester is new to testing. Is still using the first box ever obtained. Pt was trained to leave finger on the sample well and keep squeezing sample out from finger until he hears a beep. On (B)(6), inratio inr=1.3 vs lab inr=1.95; (B)(6), inratio inr=1.9 poc inr=2.6. Therapeutic range 2.5 - 3.5. Technical service reviewed fingerstick technique - advised pt self tester to obtain one large drop then apply to strip. Suggested not to leave finger on sample well and not to keep squeezing finger over the well until meter beeps.

Manufacturer narrative:
Investigation pending.